Event description:
Initial reporter indicated that they were unable to interrogate a pt's vns. Eos is suspected but cannot be confirmed. No surgical interventions are planned at this time. The pt was implanted in 2003. Good faith attempts are being made for additional details.